Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Hardware low level failure alarm confirmed in the pump history due to isolated to the electronic assembly. Software error detected alarm was present in the format history file. Problem isolated to the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis